Manufacturer narrative:
Manufacturer's investigation is ongoing.

Event description:
The customer reported the system displayed an error code and did not produce an image. No patient injury was reported.